Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced a syncopal episode and was transported to the hospital. It was determined that there was intermittent loss of capture on the right ventricular (rv) lead. It was noted that the loss of capture may have been positional, as capture was completely lost when the patient was on her left side. Thresholds were also noted to be high. The patient's pacemaker was reprogrammed to increase outputs and this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. The pacemaker remains in service with the new rv lead.